Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 18136486, 18199402, description: next generation anchor kit-sterile. Model #: fb-201-01, lot #: 17293580, 18010797, description: fixate double pack. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pain. X-ray was taken and the physician informed that the lead migrated since implant. The physician was not sure on the cause of pain. The physician believed because of lead migration, the lead might have rested on a nerve that's causing the pain and was not due to stimulation. The patient underwent an explant procedure. No device malfunction was suspected.